Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was partially responsive. Blood glucose level at the time of the incident was 256 mg/dl, which was treated with a bolus. The issue was not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis

Manufacturer narrative:
Unit received with intermittent button response due to flattened button dome switches (creased). No button error alarm during testing. No unlocked lcd keypad connector during visual inspection. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube thread